Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600 pro synchron system generated cartridge chemistry (cc) quality control (qc) results outside their acceptable laboratory limits. Upon troubleshooting, the customer found fluid underneath reagent probe a and reagent probe b, indicative of a leak from one or both probes. The customer wore personal protective equipment consisting of gloves, a gown and eye protection while operating the instrument . There were no reports of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A bec field service engineer was dispatched to evaluate the instrument and determined the leak and out of range qc were caused by a faulty reagent probe a collar wash valve. The valve was replaced to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).